Event description:
A malfunction was reported with the code malf 12, and cts confirmed that there were no notable events occurring before the malfunction. There was no reported adverse impact on the customer's blood glucose level. Cts provided information and assistance for resetting the pump, which was successful, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.